Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back and under the therapy electrodes. Spouse described open skin and placing a bandage over the sore. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor gave them some type of bandage to wear. Follow up indicated that the skin irritation is improving.